Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13july2019. The customer was advised to replace the air flow sensor assembly wand as provided with part number and price for the air flow sensor assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator was failing the air flow during testing. There was not patient involvement. The event date was not specified, estimate used.